Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1avr1-delsys / expiration date: 14-feb-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Device mfg date: 17-aug-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the leadless ipg exhibited high thresholds and pacing failure after the tether of the delivery system was cut. The leadless ipg was retrieved and replaced. No patient complications have been reported as a result of this event.